Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and the device cycled normally from ac to dc power. The operational verification procedure test was performed and passed. Having met manufacture specifications the device was return for use. At this time, the reported event was not duplicated and no assembly failure was identified. Therefore, no component root cause can be performed or determined.

Event description:
The customer reported this ventilator device cycling on and off intermittently. The customer stated no patient involvement with this event.